Event description:
A medtronic representative reported that the site had a navigated tracker instrument with a damaged screw. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device manufacturing date is unavailable. Medtronic investigation of returned suspect device finds that as reported, the threads of the attachment screw are stripped preventing tracker attachment. Otherwise, the tracker returns good geometry error. The reported event was confirmed to be caused by physical damage of the stripped threads on the screw. Replacement device shipped to site for issue resolution.

Manufacturer narrative:
The reported lot number (B)(4) was actually a po number. From that, the actual lot number was found, 6031312005 for that part. The manufacture date is 03/13/06.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.